Event description:
Marker - band of catheter dislodged during procedure. Physician advanced the snare into the catheter but did not deploy the coil of the snare from the distal tip of catheter. Physician did not observe the marker-band under fluoroscope so he pulled the snare out of the catheter and found the marker-band attached to the coil of the snare. No adverse sequela reported.